Event description:
In this event a doctor reported that an aseptico torque motor auto-reversed too quickly, possibly causing a file to separate; the pt was refered to a specialist. As of this MDR eval, the pt outcome is unk.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunction and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. Add'l info regarding the pt outcome has been requested and will be submitted as it become available.